Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station application was not launch. A technical support specialist (tss) dialed into the station and blue screen issue appeared to be resolved. The application launched normally. Tss proceeded to close the case after the customer granted permission. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station application was not launch and in disconnected mode. Customer tried to reboot/ recover the station, but issue doesn't resolve. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station application was not launch and in disconnected mode. Customer tried to reboot/ recover the station, but issue doesn't resolve. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.